Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer regarding a patient who was receiving dilaudid of an unknown concentration at a dose rate of 0.5 mg/day via an implantable pump for spinal pain. A healthcare provider reported that the patient came to the emergency room with withdrawal symptoms. The code 8254 regarding low reservoir alarm was seen via the patient's personal therapy manager (ptm). The date of the event was (B)(6) 2021. The patient was to be admitted for pain and was to stay overnight. Additional information was received via a consumer on (B)(6) 2021. It was noted that the patient thought their pump battery died due to hearing a single tone alarm which started three to four days ago, further noted as maybe a week ago. The patient had then heard the dual tone alarm starting (B)(6) 2021. The patient was on a very low dose and their last pump refill occurred 60 days ago. The pump could usually go 3 months between refills. The patient was admitted to hospital with withdrawal symptoms. The patient was questioning pump longevity and what the alarm could be from. The patient had an appointment on (B)(6) 2021. The consumer further reported on (B)(6) 2021 that prior to the last refill, a single tone pump alarm began as the refill was close. It was further noted that when the healthcare provider refilled the pump, the reservoir was expected to be empty, but the healthcare provider pulled out 15 ml out of the 20 ml they had put in. The patient was questioning what this could mean. Patient services reviewed pump/catheter functionality at the time of the report and the patient was to follow-up with the healthcare provider. To discuss further. It was indicated that the patient was told by the healthcare provider that the pump has to be refilled every 90 days. The date (B)(6) 2021 is considered an approximate date of event regarding the volume discrepancy at refill (specific month and year known only).